Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to the ipg flipping. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.